Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2004.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent and it was discovered the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) due to high rate non-sustained episodes and an increased sensing integrity counter (sic). Information received on the remote transmission was reviewed by qualified personnel and t-wave oversensing (twos) was noted on the rv lead. It was also noted by a healthcare professional (hcp) that the patient had received inappropriate therapy due to the lead oversensing twos. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products- model: a219, competitor ICD; implanted: (B)(6) 2017, model: 3401, competitor lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients right ventricular (rv) lead has now been extracted. No patient complications have been reported as a result of this event.